Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. The reported gripper line break appears to be a secondary effect of the difficult removal, and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the gripper line . It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was placed on the leaflets and after gripper line removability was established successfully, the clip was deployed; however, when the gripper line was retracted, resistance was felt immediately and the gripper line fractured. There was enough gripper line on the other end to attach a hemostat to the line and retract the remainder of the gripper line from that side. The procedure continued with successful implantation of another clip, reducing mr to grade 1. There was no adverse patient sequela or a clinically significant delay in the procedure. There was no additional information provided.